Manufacturer narrative:
(B)(4). One (1) 004452200 emerald fo miller blade 2 blade was received for investigation. Visual inspection of the blade reflects signs of wear with dents, scratches, and damaged fiber optics. Functional testing of the device was conducted. The 004452200 blade 2 was attached to a new rusch dispoled handle, ref (B)(4), and detached with no issues noted. Customer complaint is not confirmed based on functional testing. No corrective/preventative actions will be assigned. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint alleges "blade would not connect with dispoled handle". Alleged issue reported as detected during pre-testing. There was no report of patient impact or consequence.